Event description:
It was reported, that during surgery, the point of the drill broke and the tip remained in the patient. There were no adverse consequences reported.

Manufacturer narrative:
Add'l info has been requested and if received will be reported on a supplemental report.